Manufacturer narrative:
The awareness date of 12/17/2020 was omitted from g3 in the previous follow up report.

Event description:
During a check-out procedure at the manufacturer's service center, a ventilator was alarming for a "service required" alarm condition. The device was not in patient use. The device's oxygen blending module, interface board, system board, interface board cable and o2 wire harness need to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's oxygen blending module, interface board, system board, interface cable and o2 wire harness needed to be replaced to address a service required alarm condition. The components were replaced. During the evaluation the device failed test steps during testing. The device's active exhalation control module was replaced to address the issues.